Event description:
It was reported to baxter (B)(4) that the tubing of a flogard solution administration set had "two lengths instead of one." There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed that the sample had a double loop of tubing in the roller clamp. The reported condition was confirmed. The root cause was determined to be that the automatic assembly machine did not assemble the set correctly. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.